Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, measured data reported a decrease in battery voltage and magnet rate. Follow-up will continue.